Event description:
Event description cpi received information that this bipolar lead was removed from service due to an insulation break at the connector. It was replaced with a new sensing lead model 0013.